Manufacturer narrative:
(B)(4).

Event description:
The pt was scheduled to have a side port injection procedure on (B)(6) 2011 to withdraw the higher concentration of medication from his spinal catheter and replace it with a lower concentration. The pt was "praying they don't overdose me again". Additional information has been requested. A f/u report will be sent if additional information becomes available.